Manufacturer narrative:
Initial and final MDR 2570952 MDR 3003442380-2026-01623- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient faced twelve infusion set adhesive issues on 13-feb-2026, where the patch did not stick to the skin upon insertion. The blood glucose level was high, and the patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.